Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0wzed, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported it felt like they ¿got spanked right where the saddle of where your bicycle would sit.¿ and it was sensitive to sit down. Consumer reported they thought maybe a wire had moved or migrated and that their thigh muscles and 'saddle area' were really affected. Patient thought maybe it could be "piriforimis syndrome" because her thigh muscles hurt like crazy. It felt 'inflammatory' and like they had been 'riding that bicycle too long". The pain was not electrical at all but rather felt like their muscles were sore. This spanking sensation reportedly began 3-4 weeks prior to the report, in september. Consumer reported they were not sure if the device was causing this or if she potentially has 'piriformis syndrome' and stated she didn't have any fever or redness. Patient reportedly has to be very careful some days because they are too busy and forget to go to the bathroom. This forgetting to go to the bathroom reportedly began (B)(6) 2015. Before the patient started therapy after they drank they would have to ¿get up and go, get up and go.¿ patient was redirected to their health care professional. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the only change the patient had was starting to use a sit/stand desk at work. The sensation was a soreness/tenderness like you would have after a hard spanking and in the straddle area like having rode a bike too long. The lead migration was not confirmed. Patient saw the nurse practitioner and they made sure they knew how to turn their device off. Patient kept it off for 3 days and symptoms stayed the same. Then, the symptoms came back with urgency pain. Patient turned it back on and still had mild tenderness which they though was pelvic floor and/or sciatic nerve. Patient was doing stretches. No further complications were reported.